Event description:
During a ptca procedure, the quantum maverick monorail balloon ruptured at 6 atms. The number of inflations is unknown. The lesion being treated was a calcified, 99% stenotic lesion in a very tortuous mid lad coronary artery. The quantum maverick monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No patient injuries or complications were reported.